Event description:
A report was received that the patient experienced a severe right knee and leg pain immediately after the trial procedure. The pain was greater than expected. The leads were removed and the pain subsided.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.